Manufacturer narrative:
The report device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor in (B)(4) rejected 138114a, goldline pencil, due to an "insufficient heat seal". In this instance, there was no patient involvement as the packaging anomaly was discovered during incoming inspection prior to distribution to an end-user. This report is being raised based on device malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received seventeen (B)(4) in unopened original packaging. Thirteen devices were randomly chosen for sampling based on a c=0 1.0 aql sampling plan per procedures. Lot number was verified. Performed a visual inspection of the device, there were channels within the seal that you could see were causing a breach in sterility. Performed a functional inspection, the devices were dye leak tested which indicated that the packaging on ten out of the thirteen samples had an insufficient heat seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. A two-year lot history review shows a total of two complaints for this lot number and failure mode. A two-year review of complaint history revealed there has been 63 complaints regarding (B)(4) devices for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be (B)(4)per the instructions for use, the user is advised the following; these devices should be inspected before and after each use. Visually examine the devices for obvious physical damage including; cracked, broken or otherwise distorted plastic parts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration. Inspect and test each device before each use. This issue will continue to be monitored through the complaint system to assure patient safety.